Event description:
The patient required revision surgery for a loose, unstable knee, polyethylene was removed and upsized.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2020-01250; 391-09-704, s810 - device loosening, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.